Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 350mg/dl. The customer was to address the bg level by delivering insulin via the pump.